Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 52 mg/dl at the time of the incident. The customer was at 270 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. The caller believes the pump was over delivering due to frequent lows. Troubleshooting was not completed but it was discovered that the customer had double dosed himself the previous evening. The insulin pump will not be returned for analysis.